Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd q-syte¿ luer access split septum with extension set was on the third day of use. The device was working fine in the morning. The nurse rounded on the patient later that afternoon at 20:00 and observed the patient felt cool and moist. The nurse found a crack in the q-syte device. No serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: lot analysis: per review of the DHR it was concluded that all required challenges samples and testing was performed per specification in accordance with the set-up and in process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Set up and in process samples (including but not limited) for leakage, slit quality and bond/weld strength were performed throughout the process, all the inspections passed per specifications. No significant discoveries were found. Qn / sap database review: yes. Reason: DHR was reviewed. Findings: (B)(4) for slit dimension not of spec was initiated. Disposition of the product, root cause and corrective action were performed according to the quality control plan. No qn¿s were initiated for the remainder of the lots associated with this incident. The peura (end user risk analysis): yes. Reason: the peura is required for all MDR reportable investigations. Findings: (B)(4) rev 5 version d was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual analysis observations and testing: received one used q-syte connected to the male luer end of a miscellaneous tubing that had been cut off. Visual/microscopic examination: the neck (female connection) of the q-syte was broken off from the top body and it remained inside of the male luer extension tube, the separation caused damage to the wall of the septum, breakage and stress signs were present on the polycarbonate material of the q-syte body. Due to the received condition of the q-syte the leak test was not performed. Investigation samples(s) meet manufacturing specifications: no. The unit received revealed that the neck (female connection) of the q-syte was separated from the top body; it remained inside of the male luer extension tube and revealed damage to the septum and the q-syte body (polycarbonate). Investigation conclusion: although leak test could not be performed due to the condition of the q-syte unit, the damage observed could be a contributive factor for the leakage described on the event description. Did the evaluation confirm the customer¿s experience with the bd product? Yes; the damage observed could be a contributive factor for the leakage described on the event description. Were we able to reproduce the customer's experience with the bd product? No; due to the condition of the q-syte unit the leak test could not be performed. Root cause: relationship of device to the reported incident: indeterminate ¿ a definite cause that contributed to the separation of the female connection site from the remainder of the top body could not be determined, damage appears to be caused by external forces applied to the unit during usage. The damage observed could be a contributive factor for the leakage described on the event description.